Manufacturer narrative:
The device codes listed in h6 are applicable upon further review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the battery life continued to decline with the device powered off and elective replacement indicator (eri) was triggered with 2.57v. Abnormal impedance was also identified as the impedance was 2000 ohms or greater with monopolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603 serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: neu_wrench_acc, product type: accessory. Additional information received indicates that the device in question was model 37603, s/n (B)(4), not this model 37603, s/n (B)(4). All coding has been updated no further information will be reported under this mfg. Report no. 3004209178-2017-02402. Please refer to mfg. Report 3007566237-2017-00062 for any information related to this reported event.

Event description:
Additional information received from the representative reported the device in question was replaced and cleaned by the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) has been off for about 6 months, but the patient checks the ins once a week and noticed that the voltage was declining by 0.01v each week. The following voltage measurements were noted: (B)(6) was 2.65v, (B)(6)" was 2.63v, and currently, the voltage was at 2.62v. Impedances were also measured and noted to be approximately 5 ,000 ohms. It was also stated that there was an error between the "v" value using the clinician programmer 8840 and the patient programmer. It was later clarified that the ins was interrogated by the patient programmer and the clinician programmer and different voltages were displayed. The patient is currently under observation and has an outpatient appointment scheduled on (B)(6) 2017 as the issue is still ongoing. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that it was not determine which device caused the previously reported issues. It was also unknown why the device was turned off 6 months ago. It was also stated that no a ctions/interventions were taken/planned as they are taking a "wait-and-see-" approach. A little over a month after initial report, additional information was received which reported the cause of the event was unknown. It was stated that the patient's underlying disease was either parkinson's disease or dystonia. Reference manufacturing report # 3007566237-2017-00062 for report for other ins.